Event description:
It was reported that pump displayed malfunction alarm with code 9, and there were no notable events prior to issue. There was no reported adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions, assisted caller in resetting pump, confirmed malfunction did not recur, advised customer to continue using pump, and instructed customer to call back if any malfunction alarm returned.